Event description:
During a laparoscopic cholecystectomy a spark appeared at the connection between the monopolar cable and the electrosurgery generator. The cable then caught fire. The fire was extinguished with no injury to staff or pt. This incident occurred midway through the procedure. The electrosurgery generator was a valley lab esu and the instrument being used at the time was a laparoscopic scissors. The MFR of the scissors is unk at this time.